Manufacturer narrative:
Continuation of d10: product ID 8709 lot# serial (B)(6) implanted: (B)(6) 2003 explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8709, serial (B)(6) , ubd: 18-jun-2005, UDI (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer and health care provider (hcp) via a manufacturer representative (rep) regarding a patient receiving intrathecal dilaudid 15 mg/ml at 2 mg/day and baclofen 460 mcg/ml at 61.29 mcg/day via an implantable pump for unknown indications for use. It was reported that the patient experienced a return of pain symptoms. There were no known environmental/external/patient factors. Troubleshooting/diagnostics performed included a dye/rotor study done on (B)(6) 2024 which revealed normal rotor function but inability to aspirate the catheter. Actions/interventions taken included a surgery would be scheduled but had not yet. The issue was not resolved at the time of the report and the patient's status was "alive-no injury". The patient's weight was asked but unknown and medical history was asked but would not be made available due to confidential/legal reasons.